Manufacturer narrative:
Mayfield skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The lock had movement and the device needed new components to replace worn internal parts. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2012). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
The mayfield modified skull clamp (a1059) was received for an unspecified repair; however, integra's evaluation revealed that the lock had movement. There was patient involvement or injury.